Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to skin flap necrosis. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)